Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Contrary to what was initially reported this issue was not that the axiem system was intermittently tracking instruments, it was that the system monitor display was intermittent during use. (B)(4). The monitor power supply was replaced on the system in the field and resolved all issues. The suspect power supply has not been returned to the manufacturer for further evaluation.

Event description:
A medtronic representative received a report from a site that their instruments were tracking intermittently with their navigation system axiem. No further details regarding the unexpected behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.